Event description:
Although the device is not intended for treatment of peripheral arteries, a 4.0mm diameter x 30mm length medtronic ave gfx2 stent was inserted and deployed at the target lesion site in the popliteal artery. There was no predilation performed prior to insertion of the gfx2 stent. The stent was deployed at 14atms of pressure, which exceeds "rated" burst pressure of 12 atms. Upon removal of the stent delivery system, it was noted that a portion of the balloon material remained within the superior femoral artery (sfa). The balloon matterial was successfully snared from the sfa. There was no additional clinical sequelae reported relative to the event and no further information is available from the user facility.